Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and replaced the plunger clamp and tip clamp. Fse verified repairs. The instrument was tested without further problem and returned to expected operation.